Event description:
A report was received stating that the patient was experiencing pain after undergoing a paddle lead revision surgery. The patient's pain was due to the procedure and scar tissue left behind from the first procedure.

Manufacturer narrative:
The device involved in the event was not returned for evaluation. This is a final report.